Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. The device has not been retrieved for inspection. We are filing this report in an overabundance of caution. Reportedly the rollator brake control cables failed while in use causing the end-user to fall to the floor. The injuries sustained were addressed by surgical means.